Event description:
A hosp nurse reported that a clip-fixing device, extended from the distal tip of the scope in an opened position, could not be released from the clip connector during an esophagogastroduodenoscopy (e.g.d.) Procedure. The instrument was removed from the scope, replaced with a second device, and the procedure was completed without complications.